Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's last system stopped all of a sudden. It was noted the system lasted approximately 20 months. Manufacturer's information noted the battery was implanted for 18.9 months and longevity for the battery should be 21 months. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 7436, serial# (B)(4), implanted: (B)(6) 2005. Product type: programmer, patient: product ID 3387-40, lot# j0108063v. Product type: lead: product ID 748240, serial# (B)(4). Product type: extension: product ID 3387-40, lot# j0527189v. Product type: lead: product ID 748251, serial# (B)(4). Product type: extension. (B)(4).